Event description:
Was given the go from the essure test and had bad cramps. My period started was very heavy, lots of clots, hair loss, nausea / vomiting, food unappealing, debilitating back and pelvic pain. Constant tooth decay, extreme exhaustion daily, painful sex, with bleeding and severe pain, no meds help, have itchy skin and rash that is constant, mood swings. Unable to work due to the constant pain, job lost from being unable to sit for prolonged time due to pain in my lower back. My joints hurt and I retain fluid in my legs and abdomen. My life is a living nightmare of pain. I want the devices removed, but due to only having medicaid for the time I was pregnant, and 8 weeks after I have no insurance and no way of paying for this.